Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up after receiving inappropriate atp and high voltage therapy. The physician determined therapy was delivered for slow atrial tachycardia with frequent premature ventricular complexes. Programming changes were made. Patient condition was stable.